Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor case was severely damaged. Additionally, the j1003bb component on the computer/analog board and the j1003aa and j1002aa pins on the defibrillation board were damaged. The root cause for the severely damaged monitor case was physical abuse. The root cause of the damaged j1003bb, j1003aa, and j1002aa components was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to power on.